Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump had powered off. The reporter stated that there was no damage to the battery compartment or battery cap, no moisture in the pump, and that the battery cap was tightened appropriately at the time of the power loss. The reporter noted that there were no ¿replace battery¿ alarms prior to the pump powering off. During troubleshooting, the reporter replaced the battery with a battery from a different pack, and the pump powered on appropriately. This complaint is being reported because a cause for the initial power loss could not be determined at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/26/2015 with the following findings:the battery cap was not returned with the pump for investigation; a test battery cap was used to complete testing. The test cap was able to fully tighten. A review of the black box indicated rebooting had occurred on 01/09/2015. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no power interruptions or alarms occurring. The pump casing was removed and there were no internal defects found. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.